Event description:
It was reported that, at pre-discharge check of this newly implanted implantable cardioverter defibrillator (ICD), there was noise and oversensing on the right ventricular (rv) lead channel. Technical services (ts) analyzed device data and noted that this was most likely due to air in the system that should resolve on its own or need reprogramming. No adverse patient effects were reported. Currently, this ICD system remains in service.